Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "capsular contracture" baker grade unknown. Cont e1 phone number- (B)(6).

Event description:
Healthcare professional reported ¿rupture¿. Later, healthcare professional reported, "capsular contracture" and "small-volume seroma in the posterior region near the chest wall" via MRI. This record is for the left side. Device remains implanted.